Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during the removal of a ureteral stone. According to the complainant, during the procedure, the balloon was inserted into the patient and started to leak water. Both a pressure gauge and ureteroscope were used during the procedure. The physician completed the device with another uromax ultra balloon dilatation catheter.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during the removal of a ureteral stone. According to the complainant, during the procedure, the balloon was inserted into the patient and started to leak water. Both a pressure gauge and ureteroscope were used during the procedure. The physician completed the device with another uromax ultra balloon dilatation catheter.

Manufacturer narrative:
Visual and tactile examination revealed no damage to the shaft of the device. The balloon was fully deflated upon its return. The balloon was folded and wrapped around the shaft of the device. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted. Microscopic examination of the balloon found a 1mm longitudinal tear had occurred in the balloon material 2mm proximal to the proximal edge of the distal markerband. A DHR review was performed and found no issues that are related to the failure (or event).